Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of intermittent communication between her scs ipg and the charger. A replacement charger did not resolve the issue. Follow-up identified the patient's physician explanted and replaced the patient's ipg with a new one.